Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out of range high impedance on the superior vena cava (svc) coil. Svc coil measurements were fluctuating during in office evaluation. Electrogram of svc coil to can showed noise. The rv coil was also noted with increased measurements. The alert was cleared and the svc coil was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the svc portion of the lead was fractured. The patient is a participant in a product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419488 lead; 5076-52 lead, implanted: 2005-(B)(6). (B)(4).